Event description:
Olympus medical systems corporation (omsc) was informed that an olympus field service engineer (fs) found the pin within the equipment side connector for automated endoscope reprocessor (aer) of the subject device was broken and missing when the fs visited the facility and check connection tube in the facility. There was no pt injury report related to the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the pin broke off. Based on the similar case, the pin likely broke due to excessive force during use. The device instruction manual indicates in its "preparation and inspection" that "visually inspect the pin of the connecting tube to ensure that there are no bends or breaks." This report is being submitted as a medical device report in an abundance of caution.